Manufacturer narrative:
Concomitant medical products: 4076, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after being found unresponsive. It was determined that the right ventricular (rv) lead experienced t-wave oversensing (twos) post-ventricular pace, as noted on the presenting electrogram. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.